Manufacturer narrative:
The pump was returned for analysis and analysis of the pump found gear train anomalies of corrosion, wear or lubrication and stalls due to shaft bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that in addition to increased spasticity, the patient also experienced increased tone and pain from the spasms at the time of the motor stall. The patient was noted to be stable since pump replacement on (B)(6) 2017. No further complications were reported or anticipated.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for cerebral palsy and intractable spasticity. The rep stated that he received a text and was called by the hcp on this report date due to patient hearing a pump alarm and experiencing increased spasticity with no other symptoms like pruritus since the night of (B)(6) 2016. The patient was to be seen at the clinic on this report date to determine what alarm was occurring and to determine the next steps. The rep later stated that they read the pump logs which showed a motor stall at 6:05 on (B)(6)2016 evening with no recovery noted. There was no magnetic resonance imaging (MRI) or other magnetic exposure that they were aware of

Event description:
Additional information received from the manufacturing representative indicated that the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Device serial was updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.